Event description:
The company received information that suggested that the neck plate broke at the area where the tie attaches to the plate and that there was no actual separation of the plate from the tube itself. The patient was re-intubated, and the customer reported that there was no patient harm. The customer stated he discarded the sample.